Manufacturer narrative:
Manufacturing site evaluation: analysis and results: there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received a closed sample for analysis. Tightness test to the sample received has been performed and the unit is tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information is received a follow up report will be submitted.

Event description:
It was reported the thread breaks. The reporter indicated that during a maxillofacial surgical procedure the thread broke on several occasions during th use of 2 boxes. Per the reporter the surgeon has used this suture for many months and no problems occurred. No patient injury.